Event description:
A healthcare worker complained of throat and eye irritation, headache, and dry nasal symptoms when using cidex opa. The worker did not receive medical attention and the symptoms resolved, when the worker was not in the room where the solution is used. The customer stated, that the solution is kept in bins and the lids are on except when in use. The ventilation has been checked, but the air exchange is unknown.